Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the coating peeled off due to stress applied to the device during use, external factors, or handling of the device. However, a definitive root cause could not be determined. The reported issue (angle wire out) was confirmed. It was observed the angle wire was worn. In addition, service found there was a leakage due to a pinhole in the forceps channel, the insertion tube was crushed, the bending section was crushed, the image guide bundle was broken, there was fluid invasion in the control section, the control section side of the universal cord was cut, the up/down plate was scratched, and the eyepiece index was peeled. Per the legal manufacturer, these other device issues have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the angle wire of the subject device was cut. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the coating on the insertion tube was peeling off. This report is being submitted for the malfunction found during evaluation of the device (coating peeling off). Additional details were requested regarding the reported issue, but no further information was available.